Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively after a right femoral fracture procedure, on january 13, the internal fixation of the right femoral fracture was removed under combined spinal anesthesia, and the wound was sutured with synthetic absorbable surgical sutures. On january 15, when the wound was changed dressing, the wound was slightly swollen and there was no redness. On january 16, the affected limb was slightly swollen and the wound dressing was dry. From january 17th to 19th, the wound became slightly red and swollen. During the dressing change of the wound on january 20, watery yellow secretion was seen when squeezed the wound, and the wound was removed with 2 stitches to squeeze to see about 10ml of yellow secretion. Considering it might be wound infection. Bacterial culture was performed on wound secretions, blood routine was rechecked, and ceftazidime was used empirically to fight infection based on the doctor's experience, 1.5g each time, once every 12 hours. The results of bacterial culture on january 22 showed: staphylococcus aureus, the wound was changed dressing, the wound was removed with 1 stitch again, and the wound drainage site was repeatedly washed with hydrogen peroxide and physiological saline, and the wound was drained with gauze and covered sterilely. According to the results of drug sensitivity, changed to levofloxacin lactate to fight infection. On february 4, the result of bacterial culture was negative again, levofloxacin was stopped, and the wound dressing was continued. As of february 25, the patient's wound was crusted, and there was no obvious exudate under pressure, and the patient was discharged.